Manufacturer narrative:
The complained transducer has been inspected visually and a functional test was performed. The reproted failure could be reproduced inhouse. Fluid/ residues of fluids could be found during visual check. Measurement / zeroing was not possible either. For a detailed root cause analysis the supplier was involved before. According to the investigation at supplier side the reason for the failure is due to the use of a large amount of liquid flux for soldering. As a result of the large amount the flux there is overflow of flux in the area of the card and sensor. The remaining flux liquid creates corrosion in the solder joints, so there is no electrical reading. To avoid a similar problem in future, employees were retrained in soldering process. Based on the results above, the device failed to meet its specification. The issue is monitored on a regularly basis in order to detect early trends. With the information stated above the complaint will be closed. The following similar device is under complaint: (B)(4), lot 24bg27, catalogue # 6882824 - manufactirung date: 02/29/2024; expiration date 01/31/2027; UDI (B)(4).

Event description:
Manufacturer reference #(B)(4).

Manufacturer narrative:
Further information about the event has been requested. Device requested for investigation. A supplemental emdr will be sent when the investigation is completed. The following similar device is under complaint: (B)(4), lot 24bg27, catalogue #6886188 - manufacturing date: 2024-02-29; expiration date: 2027-01-31; UDI (B)(4).

Event description:
It was reported that after connecting the proaqt sensor, it was used for less than 12 hours. Afterwards no a-line waveform appeared on the pulsioflex monitor. The screen displayed "pressure sensor disconnected- check and confirm", and fluid was found inside the device. This case was evaluated as reportable as a leakage was reported. A leakage in connection to the arterial blood flow could result in death or serious injury if it would reoccur. No harm or serious injury was reported for this case. Manufacturer reference # (B)(4).